Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. The device was repaired locally. Due to the issue the display board and the keypad were replaced and sent to brézins for further investigation. Both parts were visually compliant. They were cross tested on a test device. First with the display board, the pump could be started and maintenance tests were carried out. All were successful without triggering any technical errors. The display board was found functionnal and met specifications. Then the the housing kit was installed but from the start the keypad was stuck and caused a continuous beep which prevented further testing. The reported event was reproduced. Internal inspection could not find any trace of infiltration. The issue was likely due to premature wear of internal contacts component. To our knowledge this complaint was not being related to patient safety. This complaint is valid. No action was initiated for this issue as per our local procedures. The trend is normal and reported risk is lower than estimated risk.

Event description:
Continuous alarm on the pump due to a stuck key (display board and upper case replaced).